Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly, the suture broke during knot tightening. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the initially reported suture break at knot advancement was incorrectly reported. Upon follow up it was confirmed the suture was not present when the plunger was withdrawn [due to a link break]. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a posterior cuff miss and the observed link separation is typical damage as a result of the reported difficulty. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.